Event description:
It was reported that a soundstar® catheter was in the body. They advanced transseptal. The octaray¿ catheter was advanced into the left atrium, and the decanav® catheter was advanced into the coronary sinus (cs). The mapped the left atrium with the octaray¿ catheter and then removed the octaray¿ catheter from the body. The reporter stated they attempted to cross with a farawave¿ pulsed field ablation (pfa) catheter and may have punctured the atrial appendage. The reporter stated the anesthesiologist noticed the patient blood pressure decreased, and they noticed a large pericardial effusion on the intracardiac echocardiography (ice) catheter. Pericardiocentesis was performed with 1.5 liters of blood removed. The patient was transported to the operating room and underwent surgery. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".